Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited intermittent loss of biventricular capture. The device will continue to be monitored. Patient condition was unknown.